Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00624 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manipulation wire of the subject device was severed at two points. The wires of the distal and handle side were returned, but the middle part was not returned. The basket was deformed. The tube sheath of the insertion portion was kinked. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined because it was returned the only severed part of the subject device. However, based on the similar cases in the past, the basket wire might be deformed and the manipulation wire might be broken off since excessive load was applied to the basket wire due to the condition of the calculus when the user crushed the calculus. The tube sheath might be kinked since load was also applied to the tube sheath when the manipulation wire was subjected to more load. The instruction manual of the device has already warned as follows; *prepare an olympus lithotriptor (bml-110a-1) and sharp pliers to cut the insertion portion of this instrument in case the instrument is damaged. *when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the endoscope¿s bending angle back, or move the position of the basket until the basket opens and closes smoothly. If the action of opening/closing the basket is forced, the tube may stretch and the resistance in operating the handle may increase. Also, the calculus may not be retrieved, and/or the basket with calculus engaged may become impacted in the body.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a lithotripsy, the wire of the subject device was broken off at 1or 2 meters from distal end of the subject device. The doctor connected the lithotripter to the subject device and manipulated it, but the wire was broken off again. The doctor retrieved the subject device and the calculus after dilating the papillary. No patient injury was reported.